Event description:
It was reported that patient presented for a scheduled procedure. Prior to the procedure it was noted that right ventricular (rv) lead exhibited high threshold and loss of capture. The lead was capped on (B)(6) 2024 and replaced with new lead as a result. There were no patient consequences.

Event description:
New information received notes that the right ventricular lead had shifted from the pocket.